Event description:
It was reported than a patient underwent implantation of an insertable cardiac monitor, which was removed approximately one week later due to a suspected allergic reaction, as strongly perceived by the patient. An inquiry was made regarding the possibility of externally taping the insertable cardiac monitor to the body; however, this option is not available. Information regarding materials contacting the patient was provided for further evaluation. No adverse patient effects were reported. The icm was explanted and discarded.